Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance and loss of capture were observed. The output was increased. The lead will be replaced during derive change out. The patient not symptomatic before or after events.